Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that customer was hospitalized due to wearing the insulin pump with unknown reason and she was no longer on the insulin pump. It was unknown whether the customer was using auto mode at the time of reported event. The insulin pump will not be returned for analysis.